Event description:
It was reported that during a laparoscopic high anterior resection procedure, the surgeon used the device to transect the bowel. The first reload fired correctly but the second reload misfired and there were lots of loose staples that did not deploy correctly and therefore the surgeon had to convert to finishing in an open technique.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used for the first reload and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? ¿lots of loose staples¿ were the staples loose at all, or loose in the instrument or in the tissue? Were the staples formed in any way, please describe the shape. Was the conversion to an open procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause this? What was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. What is the current status of the patient?

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with two tr45g cartridges present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.